Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported on (B)(6) 2026 that the patient experienced high blood glucose level over 700 mg/dl. Patient was admitted to hospital on (B)(6) 2026. Patient reported symptoms like throwing up, diarrhea, and sweating profusely. Patient was treated with insulin drip. Patient was released from hospital on (B)(6) 2026